Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the physician inflated a 2.5x20 sakura dura star balloon in a 70% occluded lesion in the circumflex with mild vessel tortuosity but when he went to deflate the balloon, it would not deflate. He tried again and the balloon only slightly deflated. He managed to pull in back only slightly deflated into the guide and by the time it came out of the guide it was fully deflated. The item was unfortunately not kept by the staff. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not really ever in an acute bend. The balloon inflated normally to 14 atm and maintained pressure during inflation. The deflation took at least 2 minutes and then only partially deflated.